Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that there were foreign objects and contamination on the wall inside the infusion tube. Sample is not available for investigation. There was no patient involvement or patient harm.

Manufacturer narrative:
Two (2) photos were returned by the customer showing the drip chamber on the 14687-15 primary plum set. There appeared to be burnt embedded material on the drip chamber. No samples were returned for investigation. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 6425731 was reviewed, and no non conformities were found that would have led to the reported complaint.